Manufacturer narrative:
Ps397878 he complaint iw932 cosycot infant warmer was returned to our fisher & paykel healthcare service center in the UK for a routine service where it was inspected by a trained technician. The unit was performance tested, repaired, and returned to the customer. During testing it was found that the unit's power fail alarm did not function when the unit was disconnected from power. The cause was identified to be the failure of a capacitor on the pcb board. Based on our investigation, it is likely that the replaceable super capacitor on the pcb board has worn out. The super capacitor's function is to store sufficient electrical charge to power the warmer's visual and audible alarms in the event of a failure of mains power. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.

Event description:
A healthcare facility in ireland requested a routine service for iw932 cosycot infant warmer. Upon device assessment it was discovered that the power alarm failed. There was no reported patient involvement.